Event description:
As reported by the 15th annual conference of the society of interventional cardiology, this patient presented to cath and was treated with an unidentified cypher stent. After an unidentified period, following the procedure, the stent had focal restenosis in the 5mm proximal and distal segments. There was also in-stent restenosis associated with stent fracture and confirmed by ivus. Please note that this product, (lot no. Unknown) is not distributed in the united states. However, it is similar to the united states distrubted. This product is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Ni